Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 505 mg/dl while wearing the pod for 5 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent and dislodged. As treatment, medical attention was sought over the phone and the patient was advised by the healthcare provider to administer a manual injection and continued monitoring of ketones.